Event description:
It was reported by the sales rep the doctor was performing an acl and the fms duo+ pump wasn't maintaining pressure properly, with the fill chamber slowly filling up with fluid. The case was aborted, as the patient's knee cavity was distented. After the case was aborted and the fluid removed, the patient's knee went back to normal. The patient was rescheduled for another procedure. No patient consequence occurred. The sales rep was present for the case. One pump will be returned for analysis by the customer. The tubing sets are available for analysis, as well. Additional information received by mitek complaints on 2-19-2015: the sales rep reported no delays, the procedure was rescheduled for (B)(6) 2015. See associated medwatches 1221934-2015-00646, 1221934-2015-00647.

Manufacturer narrative:
The unit was evaluated and the reason for return: "pressure issue and chamber filling up" could not be duplicated. The service center replaced worn fingers on complete pressure adjusters (preventive maintenance) with tip replacement kit, added keyboard mask. The unit passed all diagnostic tests, functional tests, and is fully operational. Further a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep the doctor was performing an acl and the fms duo+ pump wasn't maintaining pressure properly, with the fill chamber slowly filling up with fluid. The case was aborted, as the patient's knee cavity was distended. After the case was aborted and the fluid removed, the patient's knee went back to normal. The patient was rescheduled for another procedure. No patient consequence occurred. The sales rep was present for the case. One pump will be returned for analysis by the customer. The tubing sets are available for analysis, as well. Additional information received by mitek complaints on 02/19/2015: the sales rep reported no delays, the procedure was rescheduled for (B)(6) 2015. See associated medwatches 1221934-2015-00646, 1221934-2015-00647.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.